Manufacturer narrative:
The field service engineer found the tubing between the pressure sensor and liquid manifold of probe assembly was cracked and he replaced it. The investigation determined the issue was resolved by the service actions. This event occurred in (B)(6).

Event description:
The initial reporter received a questionable troponin t hs stat result for one patient sample from the cobas e411 rack analyzer. The initial result was <3 ng/l. The repeat results from another cobas e411 analyzer were 85.17 and 90.7 ng/l. The questionable result was reported outside of the laboratory. The reagent lot number was 41679701 with an expiration date of 30-nov-2020.